Event description:
Per the clinic, the patient a loss of connection to the internal device subsequent to sustaining a head trauma. The patient was placed under general anesthesia on (B)(6) 2023, in order to undergo a CT scan and integrity test.